Event description:
The customer reported that the central nurse's station (cns) is not booting up. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is not booting up. According to the customer, they rebooted the unit, but they have not been able to get the unit to boot up. Technical support (ts) had the customer reboot with just one hard drive (hdd). The unit did not boot up with the primary hdd, but it booted up with the secondary hdd. The customer ordered two hdds. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is not booting up. According to the customer, they rebooted the unit, but they have not been able to get the unit to boot up. Technical support (ts) had the customer reboot with just one hard drive (hdd). The unit did not boot up with the primary hdd, but it booted up with the secondary hdd. The customer ordered two hdds. There was no patient injury reported. Investigation summary: the cause of the boot up issue was found to be caused by a defective hard drive. The hard drive was replaced to resolve the issue. As hard drives are mechanical components, they are susceptible to damage from wear and tear or mishandling. The reported device was installed at the customers facility in 10/2019 with no history of hard drive servicing. Boot up failure can also occur from corrupted drivers or system files. Corruption often occurs when the machine is shutdown improperly. Device history review of the reported device reveal no additional complaints relating to boot up issues due to hard drive failure. This event is likely to be an isolated incident. Further action is not warranted. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6)2022 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references # 300299560 - 145207 follow up 001.

Event description:
The customer reported that the central nurse's station (cns) is not booting up. There was no patient injury reported.